Event description:
Procedure type: unk. According to the reporter: balloon ruptured. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).